Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft and a vela infrarenal on (B)(6) 2014. A follow-up CT scan detected occlusion of the proximal extension and a small flow lumen going behind the occluded proximal extension and flowing back into the main body, perfusing the lower extremities; this is categorized as an endoleak from an indeterminate origin. The physician has elected to treat the patient by mechanical thrombectomy of the extension and addition of a proximal extension, with re-intervention scheduled for (B)(6) 2018. The patient is currently reported to be stable and asymptomatic.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 04/25/2018 and the required images were not received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received indicating that the surgeon tried to drip tpa overnight to dissolve the clot in the proximal extension. This was unsuccessful, and surgery for new extension was cancelled. Patient is asymptomatic. Physician felt that if the patient became symptomatic, or begun to have claudication, would propose an intervention at that time.